Event description:
It was later reported that the pump was removed on (B)(6),2013 at patient¿s cost. It was stated that the device failed and the alarm was going off several months ago, then it was removed. Additional follow-up indicated that the pump malfunction, had a motor stall cause unknown. Pump and catheter were explanted. Patient¿s chronic pain was resolved after surgical extension. Patient no longer requires pump medications.

Event description:
It was reported that the alarm went off and pump failed 6 months ago. The pump was currently empty. It was added that the pump sticks out and ¿was an irritant;¿ patient desired explant of the device. Drug delivered via the device were morphine and clonidine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179015008, implanted: (B)(6) 2009, product type: catheter. (B)(4).